Manufacturer narrative:
This report is being supplemented to provide a correction to the initial h6 (finding and conclusion code).

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that the cutting knife was broken near the tip, the incision knife fracture had a melted shape. A review of the device history record found no deviations that could have caused or contributed to the reported issue a definitive root cause cannot be identified. A likely cause of the damage of the cutting knife might be the following: during tissue incision, an electrical discharge might have occurred due to one of the following factors. The setting of the electrosurgical unit was coagulation mode when the device was used for the procedure. The activation time was too long. An electrical discharge occurred, and the part of the cutting wire became hot instantly. As a result, the strength of the cutting knife decreased. Also, the cutting wire was scorched. During tissue incision, a load was applied to the cutting knife which has the reduced strength. This might have caused the cutting knife to break. This instruction manual contains the following information: when the electrosurgical unit is used in the coagulation mode, crack/detachment of the tip and the electrode or deformation/break of the cutting knife could occur, for example when the high-frequency output is set too high or the length of the contact between the cutting knife and tissue is too short. During treatment, always ensure that the slider slides on the handle smoothly and that the electrosurgical knife observed in the endoscopic image is normal. Should cracks or detachment of the tip or deformation/break of the cutting knife be detected during use, immediately shut off the power supply, discontinue the procedure, pull the slider and withdraw the endoscope from the patient with the cutting knife retreated in the insertion portion of this instrument. Do not continue using an abnormal electrosurgical knife to prevent perforation or hemorrhages. If the tip or cutting knife is detached be sure to collect it using grasping forceps. Aspirate fluids such as mucus that adhere to the electrode and/or the cutting knife, outer sheath and body cavity tissues. Patient injury such as punctures, hemorrhages, mucous membrane damage and thermal injury of tissue could result if output is activated when in contact with these adhering fluids. When current is discharged while the cutting knife is being separated from the mucosa under wet situation, it may break the cutting knife or crack the tip. Always operate the electrosurgical unit at the minimum output level and for the minimum time necessary to successfully complete the procedures. Excessive output level and time may result in patient injury, such as punctures, hemorrhages or mucous membrane damage. Application of high-voltage waveforms for extended periods increase the likelihood that it may break the cutting knife or crack the tip. When a high-voltage waveform has to be used, minimize the duration of current application. -electrosurgical unit: voltage intensities of various waveforms soft coagulation < cut / pulse cut < forced coagulation. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that during endoscopic submucosal dissection, when the incision was made about three hours after use of this single use electrosurgical knife, the tip of the knife wire, about 5 millimeters in length broke. The broken device dropped into the patient's body and were collected. The procedure was completed with a similar device. There were no reports of patient or user harm associated with this event.